Manufacturer narrative:
Additional expiration date: 09/01/2016.

Event description:
Reported possible vertebral fracture at c4 for patient with 3 level roi-c peek cage with vertebridge approximately 4 months post surgery. Patient is reported to be doing fine and is asymptomatic. No intervention is planned by the surgeon. This is the first report of this kind for this device. Internal investigation has concluded that possible aggressive preparation (flattening) of the endplate at c4 combined with the patient's reported slightly osteoporotic bone caused or contributed to the vertebral fracture. The use of the roi-c construct in a 3-level configuration and in osteoporotic bone is considered off-label use of this product and is in contraindication to the documented labeling for this device.